Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and therapy ¿doesn¿t work¿ and was turned off. It was unclear when the device was turned off. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).